Manufacturer narrative:
The referenced prior pump exchanges for thrombosis were reported under medwatch MFR report #2916596-2014-01944 and #2916596-2015-02347. (B)(4). Approximate age of device ¿ 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had blood in the urine, dyspnea, and elevated pump power consumption. A blood sample showed that the patient's lactate dehydrogenase level was elevated to 2148 u/l. The patient was treated with heparin. The patient's inr was 2.0-3.0. A pump exchange was subsequently performed. The patient was originally implanted with an lvad on (B)(6) 2014. In addition to the current pump exchange on (B)(6) 2016 for suspected thrombus, the patient also underwent pump exchanges for thrombus on (B)(6) 2014 and (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Device evaluation: examination of the pump upon disassembly revealed a red, tissue-like thrombus in one of the rotor vanes and a similar deposition in the outlet stator. The depositions were loose and lacked evidence of lamination, indicating that they did not likely form on the rotor or in the outlet stator. Although their specific origins could not be conclusively determined, the thrombi could have contributed to the reported hematuria and elevated lactate dehydrogenase and pump power levels. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.